Event description:
The patient reported that one of the wires was damaged and that another was not performing as it should. It was further reported that the atrial lead had no capture, undersensing, high threshold, positioning/fixation difficulty, and a dislodgement. The atrial lead was capped and replaced. It was also reported that the lv (left ventricular) threshold was very high. The lead was capped. During implant attempt of the replacement lv lead, the delivery system used became kinked. Replacement lv leads were implanted two days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.